Event description:
Revision surgery due to distal end of tap broke off in patient.

Manufacturer narrative:
The agent reported, distal end of tap broke off in patient. A/g: unk. Complaint has been evaluated and is similar to report number 1644408-2025-01060; 804-06-318, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.